Event description:
It was reported that the right ventricular (rv) lead had high impedance due to an apparent first rib clavical crush. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to a cut, the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. A distal portion was received measuring 43 cm. The returned distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high impedance described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. First rib crush was not observed on the distal segment that was returned. The lead was returned with severe explant damage. The full lead was not returned.